Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01428, 1221359-2021-01430, 1221359-2021-01431.

Event description:
The customer reported 4 false positive results with the ID now covid-19 assay performed on multiple dates with multiple patients. This MFR. Addresses patient 4 of 4. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 with a nasal swab. Confirmation testing was performed on (B)(6) 2021 with rt pcr and generated negative results.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1018764 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1018764, test base part number 190-430 / lot: 1018764. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018764 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided.